Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During deployment of a 6-7 fr. Mynxgrip vascular closure device (vcd), the balloon lost pressure/ruptured and also access was lost. Had to convert to manual pressure. Additional information: femoral arterial procedure. Balloon lost pressure at 2nd stop (arteriotomy). Black marker on the inflation indicator was fully exposed. Stopcock was opened when balloon was at arteriotomy. Unknown if resistance was met while inserting the device. No resistance was felt while pulling back. No unusual force was applied while shuttling down/retracting. Pre-procedure femoral angiogram was performed. Pvd/calcium present. Manual compression duration unknown.

Event description:
During deployment of a 6-7 fr. Mynxgrip vascular closure device (vcd), the balloon lost pressure/ruptured and also access was lost. The procedure was a diagnostic peripheral procedure (femoral arterial procedure). The procedure used an ante-grade. A non-cordis 7f sheath and flush catheter were used. Balloon lost pressure at 2nd stop (arteriotomy). Black marker on the inflation indicator was fully exposed. Stopcock was opened when balloon was at arteriotomy. Unknown if resistance was met while inserting the device. No resistance was felt while pulling back. No unusual force was applied while shuttling down/retracting. The mynx vcd was prepped according to IFU instructions. There was no visible damage in distal end of the sheath after removal. There was no other product issue noted either at the account after the procedure nor prior to shipping for inspection. There was no prior pta, stent, nor vascular graft in the common femoral artery or vein. There was no presence of pvd/calcium in the vicinity of the puncture site. Pre-procedure femoral angiogram was performed. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). Hemostasis was achieved by manual compression for 25 mins. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered.

Manufacturer narrative:
Date device returned to manufacturer: 11-sep-2018. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during deployment of a 6-7 fr. Mynxgrip vascular closure device (vcd), the balloon lost pressure/ruptured and also access was lost. The procedure was a diagnostic peripheral procedure with a femoral access site. The procedure used an antegrade approach. A non-cordis 7f sheath and flush catheter were used. Balloon lost pressure at the second stop (arteriotomy). Black marker on the inflation indicator was fully exposed. Stopcock was opened when balloon was at arteriotomy. Unknown if resistance was met while inserting the device. No resistance was felt while pulling back. No unusual force was applied while shuttling down/retracting. The mynx vcd was prepped according to instructions for use (IFU). There was no visible damage in the distal end of the sheath after removal. There was no other product issue noted either at the account after the procedure nor prior to shipping for inspection. There was no prior pta, stent, nor vascular graft in the common femoral artery or vein. There was no presence of pvd/calcium in the vicinity of the puncture site. Pre-procedure femoral angiogram was performed. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). Hemostasis was achieved by manual compression for 25 mins. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The stopcock was received closed. The sealant and advancer tube remained in their manufactured positions. The syringe and procedural sheath were not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3.5 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Review of lot f1805701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported of a balloon loss of pressure/ruptured was confirmed. Balloon loss of pressure was caused by a longitudinal tear in the balloon, approximately 3.5 mm from the balloon proximal neck. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.